Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn :m365sc2366700; model:sc-2366-70; serial: (B)(4); batch: 20088707/20088707. Product family: scs-paddle leads; upn : m365sc8120500; model: sc-8120-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a system explant procedure due to infection and inadequate pain relief. The explanted devices will not be returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.